Manufacturer narrative:
B5: additional event information received.

Event description:
After the pump was repositioned for optimal position in the morning , the physician weaned the pump for explant as bridge to recovery that same afternoon around 4pm. The pump was discarded at the request of the customer.

Event description:
An impella cp device was inserted into the right femoral artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was oozing in the groin at night. The angle was repositioned in the morning, and the oozing resolved. Hematuria was also noted. An echocardiogram was done, which showed the position as shallow. The physician did not reposition the impella at that time. Later in the morning, an intermittent "impella position in aorta" alarm sounded. At that time, the physician repositioned the impella. The post-procedure outcome is survived at explant. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Poor positioning of the impella can cause hemolysis. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary hematuria: the cause of the injury was not determined due to insufficient clinical details. Minor bleed/asae: no product returned. The cause of the access site adverse event was most likely use related as the issue was resolved by fixing angle matching. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: h6 med dev prob code added a24.